Event description:
It was reported to philips the touch panel was unresponsive. This event was reported to have occurred during patient use. The device was swapped with another device. There was no delay to therapy. The customer reported the touch panel froze and there was a moment when the device would not operate. There was no operational stop and the unit kept operating when the issue was observed. The sales rep later retrieved the device and performed a test run in the sales office, but the issue could not be reproduced. Following the evaluation of the device, the field service engineer could not duplicate the reported issue. As a preventive measure, the touchscreen was replaced proactively. The unit was then functionally tested and successfully passed specified tests.

Manufacturer narrative:
Reporting address state:(B)(6).